Event description:
It was reported by the complainant via medwatch form that the consumer had experienced shingles, itching, red rash around the subcutaneous site at the company¿s known dressing, adhesive tape allergy and infusion site infection where clindamycin was prescribed for this. The patient had been prescribed hydroxyzine hydrochloride 10 mg- one tablet every six hours as needed for rash and itching (pruritus). It had been temporary medication. Events of rash and pruritus were no longer considered an event and had been subsumed under herpes zoster. Also, the onset date as 2025 had been added to the event herpes zoster. A few weeks earlier, information had been received as a spontaneous report from a consumer via pharmacy that patient had seen the doctor and had been treated for shingles (previously reported, herpes zoster) which had gone away but had come back then, and dermatologist had advised it was not shingles but possibly from the site dressing. At the time of reporting, the outcome of herpes zoster had been considered as resolved on an unreported date in 2025, whereas outcome of infusion site infection and dermatitis contact had been unknown. The reporter had not provided causality for the events of infusion site infection. The reporter's causality for the event of contact dermatitis with company¿s known dressing had been possibly related. The infusion device was inserted on the stomach below the belly button towards one side. The patient did not experience any rash or itching prior to the use of company's known dressing. The rash was not limited to just the site of the infusion, but moved upwards under the breast. The patient experienced burning and redness immediately under the company's known dressing after its application and the rash that extended towards the breast started a while afterwards. The shingles diagnosis was given after the use of company's known dressing. The symptoms did not resolve once the company's known dressing was removed. The end user continued to use the same dressing. The end user appeared to have had an allergic reaction. No pain was stated, which is common with shingles. No photo is available at this time.

Manufacturer narrative:
Complaint along with medwatch form (related report number added in h10) was received from concerned person of elite safety sciences on behalf of united therapeutics global patient safety d4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The end user only stated that thin duoderm dressing was used. Therefore, the nearest model number 187955 has been captured. Generic name of drugs used for allergic reaction: hydroxyzine hydrochloride (hcl), and for infusion site infection: clindamycin d10: continued list of concomitant products: remodulin sq regimen - 0.0472 g/kg (self-fill cassette with 2.8 ml, rate of 32 mcl per hour), continuing, subcutaneous use. Remodulin sq regimen - 0.0501 g/kg (self-fill cassette with 2.9 ml; rate of 34 mcl per hour), continuous via subcutaneous (sq) route. Folic acid (folic acid), mycophenolate mofetil (mycophenolate mofetil), pantoprazole sodium (pantoprazole sodium sesquihydrate), sodium chloride (sodium chloride), eliquis (apixaban), glucagon hcl (glucagon hcl), sildenafil (sildenafil citrate) loperamide (loperamide hydrochloride), glutose (glucose), hydroxyzine hcl (hydroxyzine hydrochloride) tablet, furosemide, zetia (ezetimibe), synthroid (levothyroxine sodium), citalopram hbr (citalopram hydrobromide), humalog (insulin lispro), prednisone (prednisone), lantus (insulin glargine), metoprolol tartrate (metoprolol tartrate), sodium chloride; water (sodium chloride; water), gabapentin (gabapentin), ozempic (semaglutide). E1: patients personal information has been obtained from medwatch form and patient was contacted further - patient street address: (B)(6) patient state: (B)(6) patient postal code: (B)(6) patient phone number: (B)(6) name of the pharmacy: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.